Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. At an unspecified time, the device was programmed to deliver 5 percent dextrose and the delivery was started. No specific programming parameters were provided. At 1945, the nurse noted, that the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.